Manufacturer narrative:
The event of lead migration was reported to abbott. The lead was explanted and replaced. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue on (B)(6) 2021. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2021-14206. It was reported that the patient experienced an increase in pain due to the scs lead migrating. Reprogramming of the patient's therapy did not lead to any improvement or coverage. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.